Manufacturer narrative:
Ous MDR - upon receipt the pacemaker was subjected to an incoming inspection. Scratches were found on the pacemaker housing. The pacemaker's output signal was measured and the pacemaker was found to be pacing with ddd-mode / 60 ppm / 3.6 v / 0.4 ms. The incoming interrogation was not successful. Additionally, the application of the magnet did not show an influence on the pacing frequency. The pacemaker was subsequently analyzed destructively. Further analysis identified the magnetic-switch being defective, not closing the electrical contact. As a result, the pacemaker was not interrogatable and programming was found to be ineffective. Apart from the damaged magnetic-switch, the pacemaker was fully functional. There was no indication for a sensing and/or pacing problem not of intermittent or of permanent nature. In summary, the root cause of the observed device behavior was a damaged magnetic-switch. As a result, the pacemaker was not interrogatable. However, the pacing and sensing functionality was not compromised and therefore, the damage was not affecting the pt's safety.

Event description:
Ous MDR - after an implantation time of about 39 months, oversensing with inappropriate shock was reported. No worsening of the pt's state of health was reported. The lead was explanted.